Event description:
A customer using the adac pinnacle treatment planning system with the varian optical guidance platform has reported that isocenter coordinates transmitted from the customer treatment planning system are being altered by a sign change. This problem is intermittent. Therapists are checking the isocenter on every patient at time of treatment. Manual alterations are made as needed. No report of injury has been received.

Manufacturer narrative:
This complaint is still under investigation. Varian has determined that a MDR is appropriate, as this situation, should ir recur, could potentially result in serious injury. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).